Manufacturer narrative:
Stryker evaluated the customers device and was unable to verify or duplicate the reported issue. Stryker replaced the device's interface pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device display froze and the buttons were non-responsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.